Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 120 mmol/l, which repeated as 138 mmol/l. This sample initially resulted with a cl value of 83.6 mmol/l, which repeated as 104.9 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer determined the rinse nozzle was misaligned, causing splashing and overflow in the reaction cells. The nozzle alignment was corrected and there was no overflow of the cells. The customer ran calibration and controls successfully. The investigation determined the service actions resolved the issue.